Event description:
It was reported that user error and blood loss occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using a farawave catheter. The farawave catheter was advanced into the patient anatomy and after pfa was completed on three (3) pulmonary veins blood backflowed out of the farawave catheter flush port. It was observed the farawave catheter had never been connected to the flush line during preparation and had remained unconnected during the procedure. The farawave catheter was removed from the patient, flushed, connected to the flush line, and reinserted. The patient vital signs and electrocardiogram readings remained stable throughout the case and the procedure was successfully completed. The patient was monitored overnight and recovered without issue. The device was disposed.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.